Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tcf2828c49e, serial/lot #: (B)(6), ubd: 17-jan-2026, UDI#: 0(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system and heli- fx endoanchors were implanted during the endovascular treatment of an 53mm abdominal aortic aneurysm. It was reported during the index procedure, after the main body had been put in and the limbs were extended, and the endoanchors were implanted, an angiogram showed a endoleak out of the main body. It was thought that perhaps during the procedure a guidewire had poked a hole in the material. The endoleak was not a type IV blush endoleak, but a definite type iiib. It¿s origin was not explained or clear. The physician elected to put in an aortic cuff to see if that would cover the fenestration however it was not successful, so the physician decided to use an aui to fully reline the graft and come down into the right side. A right to left fem fem was also performed. The left limb of the graft was included with an non mdt occluder plug. Per the physician the cause of the suspected type iiib endoleak was due to user error. No additional clinical sequalae were provided and the patient is fine.